Event description:
A cassi rotational core biopsy device was transported by a sales representative during the summer heat near washington dc. The devices had been in the car most of the day. The rep removed the devices, brought them inside and waited about 30 minutes before deploying the devices in air as a demonstration. The rep assembled the device per instructions and upon pressing the sample button, the device body split. The sales rep was unharmed. The device was not used in a patient.